Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s "sales rep states a patient using a bard port and port access needle. She states patient "cut" the tubing on the port needle before the clamp while the port was still accessed. Rep states the patient did have dementia. Rep asking if the needle or port has a valve to prevent air embolism. No product code, reference number, lot number or better description for these devices. Rep states the patient did sustain an injury from a subsequent fall. Ms&s explained that bard non-coring port access needles and bard ports do not have valves in them. If the tubing was cut while the port was accessed it is possible that the locking solution could began to leak out of the catheter followed by blood leaking out and it may be possible for air to enter the system."